Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the patient¿s atrium was huge and when the right ventricular (rv) lead was being placed, it was difficult to operate. The lead thresholds were high in multiple locations and after the lead helix was extended many times, it became stuck and couldn't be fixed well. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.